Manufacturer narrative:
(B)(4). Date sent: 01/09/2020. D4: batch # t5e07k. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with a gst60t cartridge fully fired loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
Echelon device with black reload and seamguard was being used on a sleeve gastrectomy. On pressing the trigger of the device in a pulse firing manner the device continued to fire without the surgeon holding the trigger button down. The firing was completed with no issues. A new echelon device was opened. No patient consequence reported.